Event description:
Adverse event(s): "refractive surprise" (postoperative refraction, unexpected). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]. A surgeon reported having two pts experiencing a refractive surprise following intraocular lens (iol) implant surgeries. The surgeon stated he does not know the cause of the refractive surprise. Additional info has been requested. There are two medical device reports associated with this event; this report is for the first patient.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 03/04/2010 and 03/18/2010 by phone, fax, and mail. A completed questionnaire has been received. (B) (4). (B) (4).